Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2023-02623 was submitted in error and is hereby retracted.

Manufacturer narrative:
As the lot number for the device was unknown/unavailable/not provided a product history review was unable to be conducted. Patient medical history includes but is not limited to hypertension, tobacco use. Patient medications include but are not limited to: asa 81mg q day, losartan 25mg q day. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for a traumatic aortic injury to the left subclavian artery (lsa) due to a fall on her arm and shoulder a week previous. The patient was implanted with gore® tag® thoracic branch endoprostheses using a gore® dryseal flex introducer sheath. It was noted that the patient had bovine arch. It was reported that the procedure went smoothly and according to plan. All delivery devices were removed intact; all wires, catheters, sheaths were removed intact; vessel closure devices were utilized for 24f sheath access site; with manual pressure was held on lt brachial arm access site. During the time pressure was being held and anesthesia was waking the patient up, the patient went into distress. Compressions were begun and a transesophageal echocardiogram (tee) was performed wherein it was discovered that the patient had a type a dissection (which had not been present before the case had begun). Compressions were continued and as the thoracic surgeon was getting ready to open the chest to put the patient on bypass; the surgeon encountered difficulty getting the trocars placed. Compressions continued and it was noted that the patient¿s stomach started distending incredibly fast. The stomach was opened and a perforation was seen in the iliac artery. Life saving measures were continued but the patient subsequently passed away. The physician stated the patient had a hemorrhagic event down in the iliac arteries and stated he believes this was the cause of death for the patient. The physician does not believe the hemorrhagic event was caused by the gore devices or associated with the treatment to the thoracic aorta. Physician also stated the patient¿s vessels felt different. The patient was confirmed to have not had marfans disease; but the physician suspected some sort of vascular disease as ¿the vessels felt different¿.